Event description:
The ge oec 9800 fluoroscopy system was reported to have locked up during use. Also vertical lift column failure.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the collimator issue. The fluoro functions pcb was replaced pro-actively. The lemo and interconnect were worn and replaced as well as wiring for the collimator leaves. Improper key switch position caused the vertical lift column failure. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.